Event description:
The customer reported that there were cracks on or around the insulin pump screen and on the the reservoir compartment. The customer's blood glucose was 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked lcd window and cracked battery tube threads.